Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Concomitant products: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 480cc mentor memorygel breast implants on both sides and was presented with breast implant rupture on her left side, and bilateral ptosis postoperatively. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round 375cc implants on (B)(6) 2019. This report is for the right-sided device.

Manufacturer narrative:
On 5/26/2020, device evaluation was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the right-sided device. Manufacturer¿s reference number: (B)(4).